Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device being used with a 2 ml patient control module (pcm) overdelivered during patient use. This report addresses the pcm. The expected flow rate was 2 milliliters per hour, however, the patient received 100 milliliters of fentanyl citrate in 30 hours. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional narrative: the 2ml pcm produced functional results within the specification range. Since the pcm functions as designed, the root cause of the reported complaint condition of an over-infused pcm cannot be established. A batch review was conducted which found no nonconformances.